Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient was treated at the emergency room for a facial laceration with topical skin adhesive in 2009. The topical skin adhesive fell off the following month, leaving the wound open and infected. The patient was treated with a steri strip closure.